Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was considered confirmed as examination of the returned part determined that the tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01811.

Event description:
It was reported that a knee instrument was returned fractured. The instrument was dropped in sterile processing. There is no additional information at this time.